Event description:
The device was being used during a training seminar. The device was attached to a volunteer and, when the analyze button was pressed, the device reportedly rendered a shock advised decision and began to charge the defibrillator storage capacitor. The device was turned off and disconnected from the volunteer. There were no adverse effects to the volunteer as a result of the reported event. The device remains in use.